Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the device could not hold the issue properly and could not cut it well. A new device was opened and it worked properly. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).